Event description:
The account stated that sparks were observed on the cell-dyn 1800 analyzer and now there is no response coming from the analyzer. The account was instructed to no longer use analyzer and to leave the analyzer off. Field service was requested. There were no injuries reported. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4), evaluation: (a field service representative replaced a defective power supply assembly and returned the instrument into an operable status.) The power supply assembly was requested for investigation; however, attempts to obtain the part back for investigation have been unsuccessful. If the power supply assembly is made available at a later date, this complaint will be reopened for further investigation. The risk management file for the cell-dyn 1800 risk analysis addendum indicates that system components (i.e. Power supply) are potential source of burns/fire, but controls are in place to reduce risk, including current protection (fusing), covers, and instructions in the operators manual to not remove covers during operation. A review of the global service and support from february 2009 through july 2010 indicates that the power supply assembly, part number 8921029202, has an average of 98.09% reliability worldwide. The cell-dyn 1800 system operators manual, troubleshooting and diagnostics section provides information to assist in problem identification, isolation, and corrective actions. In addition, it notes that in an emergency situation, to turn off the power switches in any order, as quickly as possible. Based on the investigation, no product issue was identified for the cell-dyn 1800 related to the reported issue.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The target lesion was an area of in-stent re-stenosis within an unspecified vessel. The 8.0mm x 1.50mm apex push over-the-wire balloon catheter was advanced to the lesion for treatment but balloon inflation failed. The physician thought that the balloon had ruptured. Upon withdrawal, resistance was encountered; however, the balloon was removed intact without incident. Attempts to inflate the balloon outside the patient failed. The procedure was successfully completed with a different device. There were no patient injuries or complications. The patient's status was reported as 'good.'